Event description:
Customer reported the circuit breaker keeps popping. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord and removed a customer installed power strip. System operates as intended.